Manufacturer narrative:
Received for eval is a titanium port with pre-attached catheter. Entire assembly measures 9.9 inches long. A damaged area approximately 0.2 inches long is found 1.9 inches from proximal end of assembly. A braided, purple suture is held in place by por over-mold as it is threaded through 3 o'clock position port suture hole. Clotted blood adds a dark hue to catheter at various areas throughout length of catheter. A lot history review reveals no related mfg issues and no similar complaints for this lot. Tactual exam is remarkable for both a tensile weakness 1.9 inches from assembly's proximal end and intermittent clot densities along length of catheter. Tensile weakness occurs in same area as above described damage. Manipulation of catheter expands opening of a longitudinal hole at this location. Under 10x magnification, hole is observed to have a short, perpendicular curve at its proximal end. Edges are well-defined, however, irregular. Hole penetrates to inner diameter at a sharp angle and has walls that are smooth and reflective to light. However, an area near hole's mid-point, is a short length of wall that is rough, granular and dull. This evidence describes damage similar to that caused by a burst resulting from over-pressurization. Clotted blood blocks lumen at distal end of holse as well as distal tip orifice. Following decontamination procedure of a bleach solution soak, numerous clots of various sizes are cleared from lumen by flushing water through the catheter from both the distal tip and burst hole with a 12cc syringe and blunt connector. Catheter thrombosis leads to restricted flows and increased pressures within lumen and may result in a tubing wall burst. A 15x magnified view of catheter's distal tip reveals sharp, well-defined edges with a flat, dull face. Port patnecy is demonstrated by flushing water with a 12cc syringe equipped with a 19 ga. Non-coring needle. Water readily flushes through port; however, water exits at hole in catheter. Aspiration accomplishes only drawing air into syringe. Magnified views of port are unremarkable beyond suture in over-mold and an indeterminate number of non-coring needle puncture sites in septum. Complaint of catheter leakage is confirmed. Hole bears evidence of a burst resulting from over-pressurization secondary to a thrombosed catheter. Instructions for use for this device lists occluded catheters and ports as possible complication and alos provides instructions for occlusion prevention as well as reconciliation of catheter blockage using available fibrinolytic agents.